Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on concurrently with open abdominal sacrocolpopexy, total abdominal hysterectomy, cystoscopy; due to incomplete uterovaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent exposed mesh removal and rectocele repair on (B)(6) 2012 due to severe pain, frequent infections, discharge, spotting blood. Patient underwent mesh removal on (B)(6) 2013 due to pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.